Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 03-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). The device was not returned.

Event description:
It was reported the end of the nasogastric (ng tube) dislodged. The ward nurse noted the device was blocked within an hour of insertion. When the tube was removed the following day, it appeared the distal end had come off. The device was in use for 24-hours. The patient was receiving multiple unidentified medications and nutrition feeding solution was not used with this ng tube. The ng tube was discontinued. No medical procedure was required beyond the standard replacement method. There was no reported patient injury.

Manufacturer narrative:
One used sample was returned. There was no product packaging received with the sample device. The product did not contain a lot number for identification. During decontamination, no occlusion was observed when flushing fluid through the sample. No dried matter flushed out of the tube. The sample was examined under ambient light conditions. The tubing was ruptured at approximately the 4cm depth location. At that point, the tubing exhibited stretching, or "ballooning" and a complete rupture was noted. The detached distal section of the device was not returned. From the 10cm marker to the point of rupture, the tubing exhibited brown discoloration. The outer surface of the tubing was examined under magnification. There were no visible tool marks or other external stresses. The root cause could not be determined. All information reasonably known as of 03-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.